Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. (Device product code) is only populated for submission purposes. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of ¿low impedance¿ was not confirmed. The returned ipg was visually inspected and functionally tested. No anomalies were found and all functional testing passed. The ipg exhibited normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Surgical intervention took place at which time the patient's scs ipg was explanted.

Event description:
It was reported the patient (united kingdom) had low impedance readings from his scs system and no longer has effective stimulation due to possible fluid in the ipg header. X-rays taken did not reveal any anomalies. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.